Manufacturer narrative:
The backed out screw was not removed from patient body. No quality problem was found from manufacturing & inspection records of lot 16h216.

Event description:
It was reported that patient was operated with anterior cervical plate system. A screw in c4 has backed out postoperatively. There were no reports of patient injury. There was no revision surgery to patient.